Event description:
Procedure type: cosmetic. According to the reporter: surgery date: (B) (6) 2010, pt experienced localized incision pain. It is unk or unable to determine whether the suture is related. Pt was instructed to continue taking pain killers. In addition, pt experienced wound dehiscence at incision and performed drainage and wound packing with warm compresses and continued on clindamycin.

Manufacturer narrative:
(B) (4). (B) (4).